Manufacturer narrative:
The complaint of leaks on item b4020 could not be confirmed by investigation. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported that, on an unknown date, a 3-way high flow stopcock w/rotating luer generated a leak at the point of connection from the stopcock to the intravenous (IV) fluid line. This is also where cracks were seen. There was no unprotected exposure to the patient, healthcare professional, or any other person(s). The sample is not available for evaluation. There was no patient harm reported. This is report one of two.